Manufacturer narrative:
A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). The actual sample involved in this complaint is not available. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(6) health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(6) health. (B)(6) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
(B)(6) received a report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2018-00185 for the second patient. It was reported by the customer who stated two incidents occurred where the flex connector disconnected during use. Both incidents occurred in the process of the x-ray tech moving the patient and the staff member was splashed in the face with fluids from the catheter. The staff member used the eyewash and was sent for blood work in employee health. Both employees are still awaiting results of blood work. No additional information was provided.